Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a guide wire used in the 4.0mm css screw set broke while drilling, leaving the guide wire fragment inside the patient. This resulted in the surgeon having to create a bigger hole to extract the wire, which posed the risk to patient safety. The wire was removed but post-op complications were unknown. There was a surgical delay of 60 minutes.